Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, and asystole. This patient is pacer dependent, so surgical intervention was taken to cap and replace the lead. No additional adverse patient effects were reported.